Event description:
It has been reported to philips that the flexvision pc did not start. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that there was a malfunction with flexvision pc. Upon troubleshooting, fse found that the issue was due to tripped fuse which caused no power supply to the flexvision pc. To resolve the issue, fse replaced the f12 fuse in the main cabinet and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.